Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer were admitted to intensive care unit due to diabetic keto acidosis on an unknown date. The customer's current blood glucose was unknown. Customer mother also stated that the insulin pump failed without any warning. The insulin pump will not be returned for analysis.